Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, fibromyalgia and iritis. Concurrent conditions included stomach pain, swelling and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and device dislocation ("device not in correct location"). The patient was treated with surgery (laparoscopic hysterectomy (uterus and tubes removal)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: essure removal questionnaire received. Essure was removed at the patient's request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 28-may-2020. The most recent information was received on 28-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, fibromyalgia and iritis. Concurrent conditions included stomach pain, swelling nos and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), device dislocation ("device not in correct location"), abdominal pain lower ("lower abdominal pain") and swelling ("swelling "). The patient was treated with surgery (laparoscopic hysterectomy (uterus and tubes removal)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, device dislocation, abdominal pain lower and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and swelling with essure. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: rssure was inserted without any problems in hysteroscopy. Essure removal questionnaire received. Essure was removed at the patient's request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this present case. Information added: events lower abdominal pain and swelling. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 28-may-2020. The most recent information was received on 28-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, fibromyalgia and iritis. Concurrent conditions included stomach pain, swelling nos and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), device dislocation ("device not in correct location"), abdominal pain lower ("lower abdominal pain") and swelling ("swelling "). The patient was treated with surgery (laparoscopic hysterectomy (uterus and tubes removal)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, device dislocation, abdominal pain lower and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and swelling with essure. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: essure was inserted without any problems in hysteroscopy. Essure removal questionnaire received. Essure was removed at the patient's request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this present case. Information added: events lower abdominal pain and swelling. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 28-may-2020. The most recent information was received on 09-nov-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, fibromyalgia and iritis. Concurrent conditions included stomach pain, swelling nos and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), device dislocation ("device not in correct location"), abdominal pain lower ("lower abdominal pain") and swelling ("swelling"). The patient was treated with surgery (laparoscopic hysterectomy (uterus and tubes removal)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, device dislocation, abdominal pain lower and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and swelling with essure. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: essure was inserted without any problems in hysteroscopy. Essure removal questionnaire received. Essure was removed at the patient's request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.